Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pvc ablation procedure, a pericardial effusion occurred. A non-sjm ice catheter, a non-sjm quadripolar catheter, and a supreme quadripolar catheter were advanced into the patient and a small pericardial effusion was noted. Mapping was performed in the left ventricle for approximately two hours with no ablation and the ice catheter revealed the pericardial effusion had increased in size. The effusion was monitored for a time and it remained unchanged; a pericardiocentesis was then performed and the evacuated blood was determined to be venous in origin. It could not be determined if the effusion was procedure related or pre-existing and exacerbated by the heparin infusion. There were no performances issues with any sjm device.